Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. Analysis results revealed that there was a connector issue. Blood was present in the right ventricular and superior vena cava lead legs but it could not be determined how it had entered. All pin/cap crimps were present, but it appeared that there was medical adhesive between the pin and the cap. Blood/body fluid was present on all conductors, notably the defib conductor, on the outer tubing overlay, and in/on the helix mechanism. The distal and defib conductors were distorted. The inner tubing was kinked/buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracks. The outer insulation was torn. (B)(4): the full lead was returned and analyzed. Analysis results revealed that the outer insulation had a breached depression. Blood/body fluid was present on the proximal conductor and in/on the helix mechanism. The proximal conductor was distorted. The outer insulation had a cosmetic depression and had a white substance present on it. The lead was stretched.

Event description:
It was reported that the right atrial lead was undersensing. It was explanted. The right ventricular lead had high thresholds and sensing difficulties. It was explanted and replaced. No patient complications have been reported as a result of this event.